Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a (B)(6) result in association with the vitek® 2 ast-p632 test kit while testing a staphylococcus aureus isolate from a vaginal swab. Testing via disc diffusion obtained an (B)(6). Alere¿ pbp test was (B)(6). Oxoid selective media was (B)(6). The discrepant vitek® 2 ast-p632 oxacillin result was not reported to the physician; the result had no impact on patient therapy. Culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the pcr meca positive result and the cefoxitin kirby bauer resistant result confirmed a methicillin r staphylococcus aureus. A susceptible oxa mic is correlated to the reference method (agar dilution). The cefoxitin screen test (oxsf) is negative on vitek® 2 ast-p632 cards, and is not in good agreement with the reference method (disc diffusion (fox kb=18 mm r)), but did not lead to the non-detection of modification of pbp phenotype (meca). When aes expert propose acquired penicillinase or modification of pbp phenotype, there is a possibility of a cryptic mrsa (low level oxacillin resistance): the oxacillin sensibility should be checked with pcr meca. A review of the recent complaint history and trending did not identify a systemic quality trend.